Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 02/06/2024. An investigation was conducted on 02/07/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. There were no visual defects observed on the cannula or the intact c-ring. The insufflation tube and the saline tube of the cannula were observed to be intact with no visual or physical defects. The device was evaluated for the presence or absence of air flow through the distal insufflation tube using a cannula with the help of calibrated uson (ID 14332). A reference endoscope was inserted into the complaint device and evaluated for air flow. The device passed the air flow test, the co2 insufflation path on the complaint unit was open and unobstructed. The value displayed was 2017 sccm, which is within the specified acceptable range of 2000sccm-4500sccm (mpi2051005 rev. Aq step 9). Based on the condition of the device, the reported failure "improper flow or infusion" was not confirmed. The lot # 3000327791 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 air could no longer be supplied though the cannula. At first I was able to do it, but halfway through I couldn't do it anymore. They used a new device to complete the case. This increased the surgical time. No harm.